Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they believed that their right wire had come out during the basic evaluation. It was indicated that they spoke with the surgeon, and were advised to switch to the left side. The issue was not resolved. There were no complications reported as a result of this event.